Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient does not recall when the alleged inaccuracy began. At an unspecified date/time, the patient obtained a blood glucose reading of ¿221 mg/dl¿ with the subject meter and ¿131 mg/dl¿ with another device (accucheck), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. It is not known what medication, if any, the patient takes to manage her diabetes. The patient stated she continued with her usual diabetes management routine in response to the alleged inaccurate reading(s) obtained with the subject meter. At an unspecified date/time, the patient stated she went into her doctor¿s office for a visit and was given oral medication (genuvia, 100 mg) from her health care professional (hcp). The patient denied developing any symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.